Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call low blood glucose. Customer's blood glucose level was 47 mg/dl. Customer treated their low blood glucose with food. Customer¿s current blood glucose level was 108 mg/dl. Customer experienced low blood glucose levels for five hours. Customer advised they would follow up with their healthcare provider and they were able to get their blood glucose levels to their target range.